Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became hot when charging using the tandem-provided charging supplies and also with a separate wall adapter. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.